Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle was unable to attach to non-patient needle. The following information was provided by the initial reporter: it was reported by the consumer that they are unable to attach non patient end of needle as intended.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle was unable to attach to non-patient needle. The following information was provided by the initial reporter: it was reported by the consumer that they are unable to attach non patient end of needle as intended.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.